Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received rejected new battery. The customer¿s blood glucose level was unknown. Customer stated that the diminished battery life and scratches on screen. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.